Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a planned elective procedure, the asymptomatic patient¿s pulse generator was found to be operating in backup vvi mode. A software download successfully restored the device.